Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on the existing right ventricular (rv) lead. The values were observed to be 118 ohms, but the alert triggered as values were greater than 125 ohms. At this time, the products remain in service and the patient is being monitored. No adverse patient effects were reported.